Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the implant date of the pump was on (B)(6) 2017. The explant date of the pump was (B)(6) 2024. There was no information regarding the serial number of the catheter. The catheter was not replaced. The pump serial number was provided.

Event description:
Information was received from a foreign patient via a distributer (dist) regarding the patient receiving lioresal (1000 mcg/ml, 116.1mcg/day) via implanted infusion pump. It was reported that the patient had a catheter problem after a pump replacement. It was reported that the patient was making involuntary movements after synchromed ii symptom return pump replacement. There were no factors communicated that may have led or contributed to the issue. There were no diagnostics performed. No actions were taken. The issue was not resolved at time of report. Surgical intervention was planned, but was unknown if had been scheduled. The patient's age, weight, and medical history was asked, but would not be made available. The patient's status at time of report was alive - with injury clarified as the patient had a problem medication a few months of pump replacement. The video provided showed the patient with involuntary movements. No further information was reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID 8731 lot# serial# unknown implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.